Manufacturer narrative:
Siemens filed the initial MDR 2517506-2020-00223 on 23-june-2020. Additional information (05-august-2020): the siemens customer service engineer (cse) inspected the uninterruptible power supply (ups) and noted the fuse was good, but the ups was not operational. The cse replaced the ups, and the dimension exl 200 system was verified. Simens confirmed that the ups and system are operating as specified. No further evaluation of the system was required.

Manufacturer narrative:
The siemens customer service engineer (cse) noted no power to the dimension exl 200 system, and the uninterruptible power supply (ups) did not turn on. Siemens connected the dimension system to the power line to allow the siemens technical application specialist (tas) and customer to use the system. Siemens is investigating.

Event description:
The siemens technical application specialist (tas) noted that the customer's laboratory experienced two blackouts and a failure with the uninterruptible power supply (ups) attached to the dimension exl 200 system. Siemens dispatched a customer service engineer (cse) to the customer site. The cse stated that the dimension system was turned off and inspected. The cse checked the input and output voltage of the ups and connectors and noted no issue. The cse turned the dimension system on, and observed the ups short circuit and did not turn on. There are no known reports of adverse health consequences due to the short circuit.